Event description:
It was reported that the customer had been hospitalized. The customer stated that they have an autoimmune disease, besides diabetes, that causes inflammation in their membranes, and that was the reason why their blood glucose increased, leading to hospitalization. The customer stated that they kept vomiting so they went to the hospital. The customer was not in diabetic ketoacidosis, but, they were severely dehydrated. The customer's blood glucose at the time of the emergency room visit was 423 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization and throughout the hospitalization. They were kept overnight for observation and were given saline and an intravenous treatment was started in their jugular. The customer also mentioned that they had an issue with their sensor; there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 300 mg/dl but the blood glucose was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).